Event description:
It was reported that intermitted capture was observed on the 5076 lead in both unipolar and bipolar configurations. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.